Event description:
It was reported that the recently implanted vns patient underwent surgery to explant her generator and lead on (B)(6) 2014 due to infection at the generator and lead sites. A review of device history records showed that both the lead and generator were sterilized prior to distribution. The explanted generator and lead were returned to the manufacturer for analysis. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the returned lead is currently underway.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Analysis of the returned lead was completed. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.